Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2, the harvester visually inspect the dissection tip and found there was a flaw/mark on the surface of the dissection tip. They connected the dissection tip to the endoscope and viewed it through the video camera system. The flaw/mark affected the visualization they decided to change to a new set and proceeded with the evh procedure smoothly.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise ID #: (B)(4). Updated section: b-4, b-5, g-4, g-7, h-2, h-6, h-10.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2, the harvester visually inspect the dissection tip and found there was a flaw/mark on the surface of the dissection tip. They connected the dissection tip to the endoscope and viewed it through the video camera system. The flaw/mark affected the visualization. They decided to change to a new set and proceeded with the evh procedure smoothly. There was no harm to the patient as non-compliance with the device was discovered pre-procedure.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/23/2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. There was a blemish observed on the side of the dissection tip, which is a normal occurrence with the dissection tip. A detailed inspection was done of a detailed photograph. Scratches were seen on the image. No other visual defects were observed. An investigation was conducted on 06/01/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There was a blemish observed on the one side of the dissection tip that had a little discoloration to it. A detailed inspection was conducted. No scratches were visible on the dissection tip. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained, however there were scratches observed in the center of image. Based on the results of the evaluation as well as the photographic inspection, the reported failure "poor quality image" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.